Event description:
It was reported that the patient was experiencing atrial fibrillation and the device had mode switched appropriately, however during an interrogation, the device did not display that an atrial high rate episode was in progress and suspended due to the telemetry session. Post mode switch overdrive pacing (pmop) was programmed off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.